Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The prestataire reported "problem with cannula mechanism". No further information has been provided on the event. If additional information is received, a supplemental report will be submitted.

Event description:
The prestataire reported "problem with cannula mechanism". New information received on 17jun25 reported that the cannula deployed prior to proper pod activation. It was reported that it was semi-exited when the patient removed the plastic cover.

Manufacturer narrative:
Updated b5 - describe event or problem with updated information provided. Updated h6 - adverse event problem - medical device problem code to a150103 premature activation.